Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed an infection at all three incision sites. The system was implanted in (B)(6) 2015. The patient was admitted to the hospital for two weeks and received intravenous antibiotics. Following the treatment, the patient was discharged to home and the physician will continue to monitor the incision sites. No additional adverse patient effects were reported.

Event description:
Additional information was received that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. No additional adverse patient effects were reported.